Manufacturer narrative:
The device was returned to for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the received device and found the probe tip detached from the distal end. The broken portion measured approximately at 0.665¿ in length. The ptfe pad (teflon pad) was inspected and found it worn, with no metal exposed. Based on the evaluation findings, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the probe broke off and fell into the patient. The device fragment was successfully retrieved. The probe breakage occurred while the surgeon was cutting tissue. Simultaneously, a probe damage error code was observed on the generator. The generator settings were 2cut/1coag. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were not inspected prior to the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the DHR found no anomalies during the manufacturing of the subject device and lot number. The OEM reported that the cause of the reported phenomenon is not directly attributed to any apparent manufacturing issues, but multiple factors affecting device - tissue interaction such as specific patient or environmental factors might have influenced the overall technology performance.